Event description:
During a laparoscopic gastric bypass procedure after second reload, all looked fine. Anesthesiologist placed tube down stomach and went through the staple line. The staples were completely unformed from "b" to straight line. The case was completed using the same device and sutures. There was no pt consequence.